Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited noise. No patient symptoms or additional information was reported.

Event description:
New information: the device had the right ventricular lead sensing reprogrammed from the bipolar to unipolar tip. The patient was in stable condition.

Event description:
New information received: noted the lead occasionally was oversensing noise. The patient was asymptomatic to the event and in stable condition. No intervention was performed; the patient would continue to be monitored.